Event description:
A patient reported fibrin observed in the drain lines during a peritoneal dialysis treatment (B)(6) 2014. A peritoneal dialysis (pd) nurse reported during follow up that the patient was diagnosed with a case of uncomplicated peritonitis without allegation of device malfunction on (B)(6) 2014, was not hospitalized and was treated in-clinic. The patient did not practice aseptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. The patient was not hospitalized for the episode of peritonitis and was treated in-clinic and administered and unknown dose, route, and frequency of vancomycin. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the complaint of signs and symptoms of peritonitis have resolved, and the patient continues taking an unknown dose, route, and frequency of vancomycin.

Manufacturer narrative:
Based on the information, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.